Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-1927bcf-45 corkscrew®, batch 15394201, was received for investigation. Visual inspection noted that the sutures were returned with the device, and the anchor was fractured. Functional testing could not be performed due to the damage to the anchor. The most likely cause of the reported failure is user-related mechanical overstress of the anchor during insertion, which may include factors such as off-axis loading, insufficient or improper bone preparation, or prying/leveraging the device during placement. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
On 11th dec 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, both units of the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another brand product. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.